Manufacturer narrative:
In troubleshooting the issue with olympus technical support via the phone, the reporter was advised to send the device to olympus for repair. The reporter stated the device would be sent in for repair when possible. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Not returned to manufacturer.

Event description:
The user facility reported to olympus that the light-emitting diodes (leds) were blinking continuously on the evis exera iii xenon light source with or without the scope connected. No patient involvement was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. Based on the on-site investigation, it was likely the error was detected and the light-emitting diode (led) on the front panel blinked because the scope slider switch inside the scope socket was stuck. It had been more than six years since the subject device was installed. It was likely the scope slider switch was stuck due to deterioration and wear caused by long-term usage.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the user facility.

Event description:
Additional information was reported by the user facility. The problem with the equipment was noticed early during setup. The device was exchanged with an extra evis exera iii xenon light source. There was no delay in the case. The device was repaired onsite by the in-house biomedical department. The problem was a small switch where the scope plugged in was somehow stuck in. Once it was worked loose to move in and out freely, the equipment has not had any problems since.